Event description:
Customer reported a saturation fault. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated connectors. System operates as intended.